Event description:
It was reported that while using the nuc 4 os img iot10/epi 4.0 that there was misassociation. The following information was provided by the initial reporter: a number of blood cultures that we have booked into the lims correctly but have been associated incorrectly to another patient on epicenter, automatically by the system.

Manufacturer narrative:
H.6 investigation summary: customer reporting that a number of blood cultures that we have booked into the lims correctly but have been associated incorrectly to another patient on epicenter (444165/sn (B)(6)), automatically by the system. Using their lis log files to investigate, it appears that the lab is now using 2 numbers: 5-digit for york, and 6-digit for scarborough. It appears that the lis is only sending 5-digit numbers which may be creating an issue in epicenter if the accession number already exists. Have asked customer to liaise with the lus vendor to send the full accession number in the order message to resolve the issue. Upon follow-up, the customer confirmed that the interface has only ever sent 5-digit numbers and as they have only recently started processing scarborough bc's this is the first time the issue has appeared. There is an open ticket from 2020 with the vendor to resolve the issue with the accession number. This is not a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of february. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the nuc 4 os img iot10/epi 4.0 that there was misassociation. The following information was provided by the initial reporter: a number of blood cultures that we have booked into the lims correctly but have been associated incorrectly to another patient on epicenter, automatically by the system.